Event description:
On (B)(6) 2013: customer states via phone that all table functions failed and the tube carriage arm was stuck during a cysto procedure on a male pt of unk age. The physician moved the pt to another table and completed the procedure with a portable c-arm fluoro. No pt injury.

Manufacturer narrative:
Field svc engineer (fse) troubleshot loss of fluoro and found a broken wiring harness. Fse replaced the wiring harness and verified proper operation per (B)(4). Sys returned to full svc by the customer.